Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant the right ventricular (rv) lead was tested and sensing, impedance, and thresholds measurements were acceptable. The lead was connected to the device and placed in the pocket. When therapies were turned on in preparation to induce ventricular fibrillation (vf) the device detected fib sense and the patient received inappropriate therapy. Therapy was turned off and it was noted that there was noise on the lead. The lead was repositioned but there was still noise, and r waves were low. A lead issue was suspected so the lead was not used and another lead was implanted successfully. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and there were no anomalies found. The analyst noted that there were no anomalies observed regarding the returned lead. Helix extension/retraction and length testing were performed and all results, including electrical testing, were within specified parameters.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.